Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the outcome of, and whether the patient was hospitalized for the peritonitis were unknown. Nine days after onset, the patient began treatment for the peritonitis with injection vancomycin (1 gram, stat, intravenously (IV)) and injection (piptaz) piptazobactam (4.5 grams, twice a day, IV). At the time of this report, vancomycin and piptaz therapies were ongoing. The action taken with dianeal therapy was not reported. No additional information is available.